Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 110-180 mg/dl.